Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard PICC sherlock kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath tip is confirmed; however, the exact cause is unknown. One 5.0 fr 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The length of the introducer sheath was observed to be slightly curved, and the distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and plastically deformed. The distal tip of the dilator was observed to be slightly damaged. A small amount of damage was observed on the surface of the shaft of the introducer sheath, possibly caused by slight buckling of the sheath. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redr1662 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1662 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard PICC sherlock kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth."